Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was not confirmed. However, an instance of loss of connection was observed. In addition, loss of connection was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of loss of connection. No injury or medical intervention was reported.